Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that laser performed fragmentation and arcuate incisions, not making the capsulotomy incision. He said that they went through the surgical timeout process and confirmed that capsulotomy was selected. No mention of any errors during treatment. Surgeon had to do a manual capsulorhexis. Patient has a small posterior capsular rent and required a small vitrectomy. Patient outcome is 20/25 best corrected.

Manufacturer narrative:
Corrected data: in the initial report it was reported that the manufacturing date for the system was 08/31/2016. However, the manufacturing site has provided the date as june 2016. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.